Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified right coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, the stent was dislodged. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts bunched and twisted from the mid section and pulled over the proximal balloon cone. The stent outer diameter could not be measured due to damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no damage. A visual and tactile examination of the hypotube identified multiple kinks and a break with the hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified right coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, the stent was dislodged. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.